Event description:
It was reported that the device and leads were removed due to sepsis. A temporary pacemaker wire was implanted and the patient remained in the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the device and leads were removed due to sepsis. A temporary pacemaker wire was implanted and the patient remained in the hospital. No further patient complications have been reported as a result of this event.